Event description:
It was reported that during a lap. Cholecystectomy procedure, the device fired scissored and malformed clips. They converted to open suturing to control the bleeding. The case completed with no further pt consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.